Manufacturer narrative:
The investigation has been started; results will be provided within the follow-up report.

Event description:
It was reported during a case that the unit alarmed for ventilator failure. There was no patient injury reported.

Event description:
It was reported during a case that the unit alarmed for ventilator failure. There was no patient injury reported.

Manufacturer narrative:
Unfortunately, neither logfile nor replaced parts were available for investigation at the manufacturer's site. However, the device and its logfile was investigated by the dispatched service technician who replaced the ventilator motor. Based on the given information, it was concluded that the vent fail occured because of a detected wrong motor position. The motor speed is being monitored continuously; speed fluctuations caused e.g. By an abraded collector disc will result in a deviation between measured and expected piston position. If such a deviation would occure during use, to prevent from damages, the system is designed to shut down automatic ventilation and to alert the user to this condition by means of a corresponding alarm. Manual ventilation and the monitoring functions remain available to the full extent. However, for this specific case, it was further reported in the course of investigation that, apart from the initial report, no patient was connected to the device at the date/time of event, the symptom was observed during device check/self test. If this was known before, the case would not have been assessed reportable as the faulty motor was detected during self-test as specified prior to use. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component and detected it during the self-test; no patient consequences or even involvement have occured. The replacement of the motor assembly has already solved the problem. After replacement, the device passed testing and was returned back to use with no further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.